Event description:
Customer reported a delivery issue involving a replacement adc blood glucose meter. Customer further reported that on (B)(6) 2013 while drinking a soda, he began to experience "dizziness and high blood sugar", so he laid down and then called paramedics. Upon arrival, the paramedics checked his blood sugar (result not provided), pulse and blood pressure and then transported him to a local healthcare facility. At the hospital, a reading of "above 500 mg/dl" was received on the facility's meter. Customer was diagnosed with hyperglycemia and dka (diabetic ketoacidosis) and treated with unspecified intravenous treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being sent as a final report. The complaint involved a delivery issue, hence no product will be returned for investigation. All pertinent information available to abbott diabetes care has been submitted.